Event description:
Hearing performance using the device is affected. On (B)(6) 2020, parents informed the clinician that they placed the processors on the incorrect sides (the right processor on the left ear and the vice-versa), and the child started to cry. There is no report of any degradation of health or change in medication. However, it is reported that the user hit the head on the sofa but would not express any discomfort following this incident. No bruises have been observed on the user's head. Re-implantation has been suggested. As of 30.oct.2020 no re-implantation surgery is going to be scheduled.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance using the device is affected. On (B)(6) 2020, parents informed the clinician that they placed the processors on the incorrect sides (the right processor on the left ear and the vice-versa), and the child started to cry.